Manufacturer narrative:
The unit was received with blank display due to moisture damage at electronic. Unable to verify unexpected restart error alarm and signal too low alarm due to the blank display. A battery was inserted and the unit was monitored. No constant tone noted. The following physical damage was noted: minor scratched display window, cracked case at display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The unexpected restart error alarm also recurred during troubleshooting. The insulin pump was not returned for analysis.